Event description:
It was reported the systems' cine operation failed to function. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive was replaced. The system was tested and found to be working as intended.